Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction: section h4 a review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed soft white rubbery material in the nozzle, but the type of the material and root cause could not be identified. A definitive root cause cannot be determined. There was no deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle clogged by a soft white rubbery material. There were no reports of patient involvement.